Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message occurred during setup" (device displays error message). The nurse reported a recurrent system message occurred during set-up. The system was switched out to proceed with the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The cassettes were loaded multiple times and no system message displayed. The fluidics assembly was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).